Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was bleeding at the groin access site. It was reported that the site bleed was managed with compression by suture. The patient was weaned from the impella, the device was explanted, and the patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. D6a and d6b revised from the manufacturer device report 1220648-2024-10219 in accordance with updated procedures f6/f8-should have been left blank on the initial manufacturer device report 1220648-2024-10219 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-10219 in accordance with updated procedures. H6 component code revised from the initial manufacturer device report 1220648-2024-10219 in accordance with updated procedures.